Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported thta on (B)(6) 2022, a 25mm amplatzer cribriform occluder was chosen for implant to close a patent foramen ovale (pfo). During procedure, the left disc device was bulging and not forming the correct shape. The device was removed from the patient and replaced with a new 25mm amplatzer cribriform occluder, which was successfully implanted. No adverse patient effects were reported. No additional information was provided.

Event description:
It was reported that on 11 may 2022, a 25mm amplatzer cribriform occluder was chosen for implant to close a patent foramen ovale (pfo) using an abbott delivery system. During procedure, the left disc device was bulging and not forming the correct shape. The delivery system did not have any kink or angulation, and there was no interaction with cardiac structures during deployment. The device was removed from the patient and replaced with a new 25mm amplatzer cribriform occluder, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Possible causes of device deformity include use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment. Whether the correct delivery system was used could not be determined. There was no anatomical interference, or angulation or kink in the delivery system noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. No indication of a lot issue was found. The cause of the reported incident could not be conclusively determined.